Event description:
A 64-year-old male presents after receiving a shock from his aicd. Biotronik iperia 7 vr-t dx implanted in 2016. Patient went to procedure and the generator was replaced. The old lead remains in the heart with a cap on the distal tip. The patient did well postop. In the process of delving into the cause of the inappropriate shock. Providers identified the company uses a 3rd party called octagos. Octagos with assistants of ai identified alot of activity. The device shock criteria was met and the patient received an inappropriate shock/device therapy. Had the asynchronous shock been delivered during the wrong part of the cardiac cycle this could have resulted in a life-threatening rhythm disturbance for this patient. This is particularly concerning in the setting of defibrillator lead/coil malfunction from wirfe fracture. There are multiple clinical scenarios where the inappropriate shock could have initiated a cascade of events that could have led to the patient's death.